Event description:
It was reported that during a transsphenoidal surgical procedure, the bur broke in the attachment. It was also reported that a back-up device was available to complete the procedure. It was further reported that the surgeon found the bur and removed it from the pt. It was further reported that there was a 10 minute delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.